Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump was also received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker, a cracked display window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that the "act" button was nonresponsive. The customer's blood glucose level was 387 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.